Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up, down and ok buttons have been sticking on the pump for a few months. The patient stated that the up and down button will either over dial or under dial and the ok button at times has been completely unresponsive. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The audio bolus button cover was found to have a hole. Evaluation revealed that the ok, up, and down arrow keypad buttons were intermittently responsive. The up and down arrow buttons were also found to be hyper-responsive. The contrast button was found to be unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.